Event description:
Patient underwent an atrial septal defect closure with an amplatzer septal occluder. During procedure, the occluder deployed but not into the expected shape (flat disk) but remained in a ball shape. The physician attempted to retrieve the device but the left atrium disc inverted preventing retrieval. The physician used a snare device and was able to retrieve the device. A second device was used and the procedure was completed with no sequalae.